Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The complaint of a broken retainer is confirmed and was determined to be use related. The products returned for evaluation were 11 universal statlocks. All of the returned samples exhibited use residue. Microscopic inspection of the statlock retainers revealed all 11 of them exhibited a break in the base of the retainer where the clip attaches. The break in the base of the retainer likely occurred from applying excessive force to close or open the door on the statlock. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported by the customer that during use, fixation site broke. No other information was provided. 08/12/2024 - eleven samples were returned for investigation. The eleven returned samples exhibited a break in the base of the retainer where the clip attaches. This report addresses the seventh device.